Event description:
It is reported that a customer experienced high blood glucose of 300 mg/dl. The customer was informed that there could be many reasons for high blood glucose. It is reported that a customer received a low battery alert on their insulin pump. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed new batteries. The customer's insulin pump worked as designed after new batteries were inserted in the insulin pump. The customer was informed that a new battery cap will need to be cleaned before inserting a new battery. Furthermore, the customer had an issue with an infusion set getting stuck to a serter with her first quick set. The customer was advised to change the reservoir and infusion sets. The customer was advised to monitor the issue and to call back if the problem persisted. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.